Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the chair is pulling to the right and motor balance is not working.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the original complaint issue was confirmed and the underlying cause was that the motor brush holders were tight. The following fields were updated accordingly.

Event description:
Dealer states the chair is pulling to the right and motor balance is not working.